Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed that the time and date reset to default following a reboot. The daily insulin delivery totals appeared to be inconsistent due to the time/date issue. During 24 hour testing, the pump emitted a ¿pump not primed¿ warning. Additional testing could not be performed due to the recurring prime issue. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, investigation revealed that the force sensor was out of calibration. Further investigation found that the ball bearing from the lead screw was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that the time and date reset with battery changes, and during the call noted that on an unspecified date one to two months ago she was treated in the emergency room (ER) for hypoglycemia. The patient stated on the date of the event, she had just spoken with her healthcare provider¿s (hcp) office and they stated she was not making sense on the phone so they called emergency services for her. The patient was reportedly given ¿a vial of something¿ by the ambulance personnel, but her blood glucose (bg) did not respond so she was transported to the hospital. The patient stated that she had passed out and the ambulance personnel tested her bg to be 24mg/dl. The patient stated that she was treated in the ER with IV glucose and was discharged. The patient could not recall what her pump settings were at the time of the event, but noted that she did have multiple basal rates for different times of day. The patient stated that after the event, her hcp changed pump settings, so she has a single basal rate and a single ratio setting, eliminating multiple settings for different times of the day. The patient could not recall how long the time and date issue had been occurring. Customer technical support confirmed with the patient that the time and date were set correctly at the time of the call to animas. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia requiring medical intervention potentially related to a time and date reset issue. Use error cannot be ruled out as a cause or contributor, as the user is prompted to confirm the time and date on the verify screen when the pump is rebooted.

Manufacturer narrative:
The alleged time and date issue is not likely to cause an adverse event because the pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.